Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Tubing spontaneously disconnected above the pump channel after being spiked with fluid and primed. No patient harm

Manufacturer narrative:
Correction: batch number updated. See d tab.

Event description:
No additiona information

Manufacturer narrative:
Investigation summary: one set model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was separated from the upper fitment and the ring retainer was not returned with the set. No other defects or abnormalities were observed.

Event description:
No additional information.